Event description:
It was reported that during implant of the right atrial (ra) lead, high thresholds were noted and the patient had a large atrium which the physician thought might be the reason for the thresholds.. It was also reported that a large amount of blood was sticking and flowed into the helix storage region. The ra lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.